Event description:
It was reported that high defibrillation impedance, high pacing impedance, and noise was observed on the device during the implant procedure. The leads were disconnected and tested via a pacing system analyzer and there were no anomalies observed. The leads were reconnected to the device, but the impedance measurements were still out of range. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed and the reported event of impedance anomaly was confirmed. The cause of the impedance anomaly was due to an insufficient internal supply. The insufficient internal supply was due to an anomalous hybrid capacitor.